Manufacturer narrative:
B3: event date is an approximation. Investigation summary: the customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.

Event description:
The consumer reported twelve (12) false negative results with the binaxnow covid-19 ag self-test on unknown dates performed by himself and his family members beginning during the "holiday" season of 2022. This report is for result four (4) of twelve (12). Three of the four family members were tested at urgent care centers (platform unknown) on unknown dates and each time presented positive results. No additional information including outcome or treatment was reported.

Event description:
The consumer reported twelve (12) false negative results with the binaxnow covid-19 ag self-test on unknown dates performed by himself and his family members beginning during the "holiday" season of 2022. This report is for result four (4) of twelve (12). Three of the four family members were tested at urgent care centers (platform unknown) on unknown dates and each time presented positive results. No additional information including outcome or treatment was reported.

Manufacturer narrative:
Event date is an approximation. The investigation is ongoing. A supplement report will be sent once the investigation is completed. Single use device, discarded.